Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has had skin problems at the implant area. He underwent dermatological treatment for a long time without resolving the lesion; grafts have been performed without favorable results; the skin opens and exposes the internal device. Explantation is planned.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to a extrusion of the implant caused by skin issues, which could not be medically resolved. A review of the device sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. The explanted device will not be received for investigation.

Event description:
The user underwent dermatological treatment for a long time without resolving the lesion; grafts have been performed without favorable results, the skin opens and exposes the internal device. The user has been explanted. The device will not be received for investigation.